Manufacturer narrative:
The awareness date for submission 1419341-2025-00024 was incorrectly entered in section g3/4. The correct date was 15 january 2025.

Manufacturer narrative:
Customer return samples were tested. The issue was not duplicated as the product was already tested from product release. If additional information is received an additional follow up MDR will be submitted. Preferred medical device problem code: "tissue adhesion".

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. If additional information is received an additional follow up MDR will be submitted.

Event description:
On 16 jan 2025 the customer reported three (3) breast biopsy tissue that was 5 microns was folded and falling off of apex superior adhesive slide - white (1440), p/n 3800080e, lot 4900072396 while doing ihc stain. The area of interest cannot be seen due to tissue damage on the slide. Additional tissue was sectioned from the paraffin block. Patient re-biopsy is not required.

Manufacturer narrative:
Submission 1419341-2025-00024 follow-up 1 was missing the awareness date in section g3/4. The correct date was 13 february 2025.